Event description:
It was initially reported that the device was not working even when the power light was indicating it was powered on. Additional clinical info determined that the issue was discovered during surgery. There was no damage to the initial graft harvest as a result since the device was unable to be used on the pt. However, as a result of the device not working properly, the surgeon was required to take the graft harvest manually with a delay in the surgery of an unk length.

Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.